Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the stopper of a bd ultra-fine¿ insulin syringe was deformed. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the stopper was deformed. The returned syringe was examined and exhibited a deformed stopper. CAPA 122939 has been opened to address this issue. Unable to perform complaint lot history check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel.

Event description:
It was reported that the stopper of a bd ultra-fine¿ insulin syringe was deformed. There was no report of exposure, injury or medical intervention.